Event description:
Adverse event(s): "pc tear" (capsular bag tear, posterior); "anterior vitrectomy" (vitrectomy). Product problem: "cut rate was lower than expected" (device operates differently than expected). A nurse reported that a pc tear occurred resulting in an unplanned anterior vitrectomy. During the vitrectomy, the surgeon became frustrated and did not allow the vitrector to complete the priming sequence. The cut rate was noted to be lower than expected and the nurse had to provide a lens guide to prevent the capsule from falling into the retina. Additional information was requested. Additional information was received. The nurse reported noticing, during the vitrectomy, that the chamber was shallowed and subsequently asked the surgeon to add more irrigation. The probe was switched out and the same results occurred. The nurse asked the surgeon to reprime the vitrector and let it complete the sequence. After completing the sequence, the vitrector functioned well and the case was completed. The nurse stated the pc tear was not caused by any products. A questionnaire was returned and indicated there was no pt injury.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. An in-service was scheduled for the surgeon and operating room staff. (B) (4). (B) (4). (B) (4).